Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen cracked when external pressure was applied while the device was in the user¿s pocket, which prevented meal announcements and on-screen interaction; the user transitioned to multiple daily injections for meals and continued cgm use. Symptoms included no adverse clinical effects reported and a blood glucose value of 139 mg/dl. Outcomes included no medical intervention beyond routine self-management and no hospitalization. Investigation included product history review and user education regarding device shutdown, data syncing, return process, and replacement setup. Investigation of this device revealed physical damage to the display consistent with user handling and external mechanical stress, with no reports of device alarms or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to a manufacturing or design defect.